Event description:
It was reported that during a da vinci-assisted incisional hernia ipom surgical procedure, the mega suture cut needle driver instrument broke. Intuitive representative called in from outside of the operating room to report that an instrument broke. The representative stated they have had several instruments break recently and wanted to make sure it was reported. The representative shared they have genesis coming to perform a walk-through of the sterile processing department (spd) to confirm proper handling and processing. Customer moved to another mega suture to complete procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the mega suture cut needle driver instrument to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned and was addressed with phone support by utilized backup instrument.